Event description:
It was reported by the customer that a bd pyxis medstation es system had an interface disruption issue. For the last several months nursing had reported a daily outage of eldr and eld pyxis devices on 2nd floor. This served the labor and delivery units. Nursing staff reported that everyday at approximately 1800-1830, the device becomes unusable. An error message appeared on the screen that there was no interface. Nurses could log in, but patients did not show up on the pyxis and staff were not able to enter manual patients. Medications could not be pulled on override. This eventually resulted in a patient harm event during an emergency c-section. There were adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: 3442838 ¿ duplicate bd case ID-(B)(6) presence st joseph chicago a review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was disrupted. A technical support specialist monitored the situation for 48 hours and did not receive any further issues or callbacks. The system functioned as intended after the technical support specialist troubleshot the device.